Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 9, 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately erratic. The patient manages her diabetes with an insulin pump. The patient indicated that the alleged issue started on (B) (6) 2010, at 2:00 pm. The patient reported blood glucose results of ¿188, 542, 187, and 147 mg/dl¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As a result of the alleged issue, the patient claimed that she received IV glucose treatment from an emergency room (ER) on (B) (6) 2010, at 6:30 pm. However, at the same time the patient received the treatment, she claimed that her blood glucose was tested on an ER/hospital meter and a result of ¿112 mg/dl¿ was obtained. The patient denied that she developed any symptoms because of the alleged issue. It would have been helpful to know the following information: why the patient was treated with IV glucose, if the reported result of ¿112 mg/dl¿ was actually obtained before or after the IV glucose treatment was administered, if the patient¿s blood glucose was tested in the ER with the reported lfs meter, her testing frequency, and her medication and diabetes management regimens. In addition, it would helpful to know what the patient¿s last meter reading was before she received treatment from the ER, what date/time the last meter reading was obtained, and what actions the patient took based on the last meter reading and before she went to the ER. The patient reportedly performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received treatment from an ER that can be associated with a serious injury after the alleged issue began.